Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon third inflation at 12atm. The device was removed using normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported post procedure.